Event description:
Treatment for an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that the third coil became detached as it was pushed through the microcatheter. The coil was removed from the patient and another coil was used to complete the procedure without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached contradicting what was previously reported in the original event description. The evaluation could not determine the cause of the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).